Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Following a vibratory alert, the device was interrogated revealing episodes of non-sustained right ventricular oversensing due to a loss of capture on the right ventricular (rv) lead. The issue was resolved by reprogramming the device. The physician will monitor the patient at follow-up. The patient was in stable condition.

Event description:
Additional information received indicated the issue was resolved by capping and replacing the right ventricular (rv) lead during an unrelated procedure. During the procedure, damage was visually observed on the rv lead. The patient was in stable condition.

Event description:
Additional information received indicated additional episodes of non-sustained right ventricular oversensing due to a loss of capture on the right ventricular (rv) lead were noted. The issue was resolved by reprogramming the device. The patient was in stable condition.